Event description:
It was reported that during a proximal left anterior descending artery stenting procedure, during post dilatation of the 3.0x23mm xience v stent with a 3mm non-compliant, non-abbott, balloon, the stent became compressed in the ostial and proximal segment of the stent. Intervention included re-wiring through the stent struts, additional stent dilatations and placement of an unplanned 3.5x12 xience v stent overlapping the previously placed stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon dilatation catheters: sprinter nc 3.5x9mm, sapphire nc 3.5x8mm. Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.